Event description:
It was reported that during a breast biopsy, on the fourth tissue sample acquisition, it was identified that blood was exiting the driver and the driver became very noisy. There was no reported harm to the patient and the procedure was completed with the calcifications obtained.

Manufacturer narrative:
The serial number has been provided and the investigation is currently underway.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complaint/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
This event was previously reported in the initial MDR report as a serious injury MDR. After further review of the event details and communication with bard medical group, it was determined that possible exposure to blood borne pathogens did not constitute medical intervention or treatment; therefore, the reportability of this event has been changed to MDR malfunction. Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: upon receipt, the driver had no physical damage. However, the led switch cover, sensor cover, and both latch strikes had signs of blood residue. Functional/performance evaluation:the driver was tested. The driver was able to successfully initialize and calibrate test probes, during functional testing. Power and voltage tests were performed and all driver motors were in the acceptable ranges. The driver did not meet all functional requirements however, as the software was not at the current version. During testing the motor 2 gear was not spinning correctly. The motor 2 gear, adapter, motor frame, and bearing were replaced. It is possible that the faulty motor 2 components contributed to the unusual noise reported by the user. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: although the returned driver was found to contain blood residue and a poorly spinning motor 2 gear, the investigation is unconfirmed for the reported unusual noises as the driver functioned as expected during functional testing. Although it is possible that the poorly spinning motor 2 gear contributed to the unusual driver noises, it is unknown what caused the motor 2 gear to spin poorly. Per the reported complaint details, the driver was used in a previous procedure involving excessive bleeding of the patient. It is likely that the blood exiting the driver was related to this previous incident. Labeling review: the current instructions for use (IFU) states: precautions: - the encor driver is reusable and is supplied non-sterile. Do not autoclave or immerse in liquid. Complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. Driver cleaning instructions - clean driver by wiping all external surfaces with a cloth soaked with dispatch hospital cleaner or other hospital approved cleaner/disinfectant. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.